Manufacturer narrative:
Although a root cause for the pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Technical services personnel arrived onsite on 30apr2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 17.5¿. Visual inspection of the outer silicone jacket revealed rescue tape between 2-6" as well as 10-14" from the controller connector. Evaluaton of the bionate was unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. Approximately 6" of metal sheilding breakdown was observed approximately 10" from the controller connector. Examination of the underlying wires did not reveal any signs of insulaition breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. Evaluation of the driveline did not reveal any issues that would have contributed to the events captured in the log file, however, the driveline was not entirely returned. An incidental finding of outer jacket tears were confirmed beneath the rescue tape. No further issues observed following the repair. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's log file history revealed multiple pump stop events while on battery support on (B)(6) 2019. A chest x-ray was performed on (B)(6) 2019, the results indicated 3 spots of concern within the external driveline where there was thinning/stress in those areas. The account also noted that the patient had gained significant weight the past few years (roughly 20 kg). An urgent percutaneous lead replacement was scheduled for (b)(46 2019. The vad coordinator was not able to download any data from patent's primary system controller due active alarm system controller hardware fault without possibility to see any data or download data from system monitor. No further information was provided.